Event description:
Pump issue was reported as an alarm 20 during pumping. There was no adverse impact to the customer's blood glucose level. Cts assisted the customer with loading a new cartridge, but the alarm recurred, preventing resumption of insulin therapy. Consequently, technical support decided to replace the pump, and the patient used an insulin pen as a backup.